Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect&#59398;filter (lot # e3191189) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 11 - < 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 9.9 degrees. On (B)(6) 2014, post-procedure x-ray (day of procedure): site: filter tilt was 11 - < 16 degrees. Analysis: the angle of filter tilt in the ap view was 6.3 degrees and 16.7 degrees in the lat view. On (B)(6) 2015, pre-retrieval x-ray (250 days post-procedure): site: filter tilt was 11 - < 16 degrees. Analysis: the angle of filter tilt in the ap view was 1 degrees and 11.5 degrees in the lat view. The filter was retrieved endovascularly on the same day (250 days post-procedure). The level of difficulty was considered minimal. Patient outcome: the patient has exited the study and no adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Summary of investigational findings: investigation is based on event description and review of provided imaging. Initial venogram confirms tilt of 11deg. Follow-up x-ray of the abdomen in the ap and lateral projection the filter confirms an anterior tilt of 18°-28° (depending on which vertebral body is used) in relation to the anterior margins of the vertebral bodies. Lateral projection obtained at time of ivc filter retrieval demonstrates anterior tilt of 4° in reference to the l3 vertebral body and 17° in reference to the l2 vertebral body, both of which are significantly decreased from time of initial placement. However, tilt should be measured according to the longitudinal axis of the ivc. In this case, a venogram was not obtained in the lateral projection, so the true course of the ivg is not known. Furthermore, the patient does appear to have increased lordosis and degenerative changes of the lumbar spine which may diverge the course of the ivg and lumbar spine. In addition to the confirmed filter tilt; the venogram demonstrates penetration of two primary filter legs as well as a secondary leg. No cross-sectional images available to evaluate whether or not the penetrated legs interact with any adjacent structures. It is not possible to determine the root cause of either tilt or penetration of filter legs. However, both filter tilt and filter perforation of the vena cava wall are known risks reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3191189) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 11 - < 16 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 22 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 9.9 degrees. On 09/03/2014, post-procedure x-ray (day of procedure): site: filter tilt was 11 - < 16 degrees. Analysis: the angle of filter tilt in the ap view was 6.3 degrees and 16.7 degrees in the lat view. On (B)(6) 2015, pre-retrieval x-ray (250 days post-procedure): site: filter tilt was 11 - < 16 degrees. Analysis: the angle of filter tilt in the ap view was 1 degrees and 11.5 degrees in the lat view. The filter was retrieved endovascularly on the same day (250 days post-procedure). The level of difficulty was considered minimal. Patient outcome: the patient has exited the study and no adverse events have been reported.